Event description:
Patient was here for FDA closure. The lateral image intensifier movement froze up after the d ao angiogram and would not allow measurement calibration. Power was turned off and on again without resolution of problem. An onsite service engineer was called the problem was resolved temporarily. Device was returned for recalibration.